Event description:
It was reported that the patient's hemovac drain was found leaking twice and replaced (B)(6). The first one was replaced by the urology team on morning rounds, and the second one was replaced by nursing around (B)(6). As the cns, they were notified about this anomaly and how the drains were leaking at the same place for each device. It was leaking at the juncture of the two prongs. Original packaging for the device is unavailable. The first one was placed in or and the second was replaced on 10 james. The nurse reported to them that all drains were received from the or area. Patient was found wet from leaking drains in both instances.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Our team conducted a review of the reported event, with the available information to ensure the ongoing safety and performance of the product. As this investigation has already been performed for a similar complaint, another investigation is not necessary. An investigation has been completed using all information currently available. It represents a known failure mode that has been assessed in the product risk management file in accordance with applicable regulatory standards and internal procedures. The associated risks continue to be monitored as part of ongoing post-market activities in compliance with both regulatory requirements and local procedures. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient's hemovac drain was found leaking twice and replaced 2/20. The first one was replaced by the urology team on morning rounds, and the second one was replaced by nursing around 10:30. As the cns, they were notified about this anomaly and how the drains were leaking at the same place for each device. It was leaking at the juncture of the two prongs. Original packaging for the device is unavailable. The first one was placed in or and the second was replaced on 10 james. The nurse reported to them that all drains were received from the or area. Patient was found wet from leaking drains in both instances.